Manufacturer narrative:
(B)(4).

Event description:
Report received from japan regarding a cutter/burr device in which, during surgery, part of the burr/cutter device "broke and fell into the patient's cranium". According to the report, the doctor closed the patient while the piece of the burr/cutter remained in the patient. The exact event day was unknown; however the month and year were provided. It was reported that medical/surgical intervention was provided, but the type of intervention was not reported. The reporter did not provide information regarding the patient's condition, or patient's outcome. No additional information was available.

Manufacturer narrative:
The motor device was not received for evaluation. Therefore, the reported condition was confirmed. If additional information is received, a supplemental report will be sent.(B)(4).

Event description:
Report received from (B)(6) regarding a cutter/burr device in which, during a craniotomy surgery, part of the burr/cutter device "broke and fell into the patient's cranium". According to the report, the doctor closed the patient while the piece of the burr/cutter remained in the patient. Allegedly, the drill bit residue left in the skull was identified by computed tomography (CT) imaging. A copy of the scan was not provided. Follow-up patient care will be decided by the patient and the surgeon, and no claims have been communicated from the hospital. No further information was received from the doctor regarding patient condition and follow up care. All available information has been disclosed. If additional information becomes available, a supplemental report will be sent accordingly.